Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm the reported problem. It was determined that the backup capacitor was the root cause. The backup capacitor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited last error code 1720. The event occurred while patient use, during patient administration. There was known patient involvement and no patient harmed reported.